Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse deep into the chin (off label use of device). Batch number and expiry date were reported as unknown. After the radiesse injection, the patient experienced a suspected vascular occlusion in the chin. The provider was worried about a vascular occlusion. The health care professional wanted to speak with medical affairs regarding a suspected vascular occlusion in the chin. The outcome of the event was unknown.